Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated and it was confirmed that the device's drive support cap was loose. The insulin pump was not bumped or dropped. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned since the device is out of warranty.